Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 11 mmol/l. Customer had just finished his shift and had a big breakfast. Customer had no cracks on the pump or no exposure to moisture. Customer was offered a loaner pump, but the customer was comfortable programming his own pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.